Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence of a "no disposable" alarm message after starting the pump. To further investigate, a functional test and visual inspectional was performed. The customer's reported issue was confirmed; the pump was found to be double "beeping." It was determined to be due to fluid ingressions on the pump by the chassis base of the occlusion sensors. There was a chip on the rear housing and on the upper top housing. There was also a cracked chassis. These were all considered to be user induced. The chassis and rear case were replaced to resolve the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was double beeping. There was also an issue with the rear case. It is unknown if there was patient involvement.